Event description:
It ws reported the pt received a low battery warning. Longevity calculations were performed and revealed possible premature battery depletion. An sjm representative will meet with the pt to clear the "low battery" flag.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.